Event description:
It was reported that a medical device incident (mdi) report with harm or with potential for serious harm was reported by health canada. There are no device allegations and no patient information. Boston scientific has been unable to obtain additional information regarding the device allegation and patient outcome to date, despite good faith efforts.